Event description:
Discordant troponin and bnp (b-type natriuretic peptide) results were obtained with patient samples and qc material on an advia centaur analyzer. The operator ran patient samples and qc material at the start of her shift, and the qc results were all out of range. The customer reran the troponin and bnp patient samples after the qc results were within range, and reported the corrected results to the physician(s). There were no known reports of patient treatment being altered or prescribed. There were no known reports of adverse health consequences due to the discordant troponin and bnp results.

Manufacturer narrative:
The customer contacted the siemens healthcare technical solutions center regarding this issue. The operator began troubleshooting and noticed that at some time during the previous shift, a base reagent bottle had been mistakenly put in place of the wash 1 bottle. The operator removed the misplaced base reagent bottle from the wash 1 position, and replaced it with a bottle of wash 1 reagent. The operator then primed the wash 1 line, and performed a daily cleaning procedure followed by a system prime. The customer site verified that an operator (from the previous shift) had inadvertently inserted base reagent in the wash 1 reagent position. The operator was in a hurry, and had replaced the acid, base, and wash 1 reagents all at the same time. The operator grabbed the wrong bottle, and did not check its label before placing it on the system. The operator did not notice the ill-fit of the bottle on the system. However. She did notice that the lid did not fit properly, but skewed the tubing around until it went into the bottle. The instrument is performing according to specifications. No further evaluation of the system is required.